Event description:
It was reported that the patient¿s blood glucose (bg) levels increased to approximately 400 mg/dl after wearing the pod on the arm for an unspecified duration. The patient received a message indicating ¿missing sensor values,¿ and a communication issue was reported between the pod and the dexcom continuous glucose monitor (model not specified). It was further noted that at some point bg values were no longer displayed in the dexcom application. The patient continued wearing the pod and subsequently presented to the emergency room (ER) on (b))(6) 2025, with reported symptoms including altered mental status. At the hospital, bg levels were reported to be approximately 400 mg/dl. The patient was diagnosed with hyperglycemia and treated with intravenous fluids and insulin. The patient remained in the ER for approximately four hours. It was further reported that the patient was unaware of bg values prior to arrival at the hospital, as the dexcom device was no longer displaying glucose readings. The pod is not expected to be returned as it was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia and ER visit. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.